Event description:
The pta savvy 120 cm 6 x 4 balloon burst while inflating in right popliteal artery and there was difficulty removing the device. The access was from the left femoral groin. The balloon was prepped accordingly and removed from the package in the customary fashion. Contrast used was optiray 320 with a 70/30 split of contrast and saline. The popliteal was very calcified and balloon was difficult to remove after it burst. The maximum pressure was outside the range of 10 atm. There was quite a bit of resistance but the balloon was removed in the normal fashion. The same merit inflation device was used with all other balloons. The vessel was a cto before it was opened with an arthrectomy catheter.

Manufacturer narrative:
Information provided by a sales representative indicated that a 6mm x 4cm savvy balloon burst while during a percutaneous transluminal intervention. The target lesion was the popliteal artery, described as very calcified and a chronic total occlusion. The balloon was prepped accordingly and removed from the package in the customary fashion. Contrast used was optiray 320 with a 70/30 split of contrast and saline. The balloon was delivered to the lesion after atherectomy had been performed and inflated to 10 atms at which point it burst. There was difficulty removing the balloon after it burst. 'There was quite a bit of resistance but the balloon was removed in normal fashion.' There was no report of injury and the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of balloon burst and withdrawal difficulty could not be confirmed. Review of the information received suggests that the characteristics of the lesion, heavy calcification and highly tortuous, may have contributed to the reported balloon burst, resulting in withdrawal difficulty. There is nothing in the reported information or the device history review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.